Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08655 inches. No excessive no delivery alarms noted. No cosmetic damage noted.

Event description:
Customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose value was 450 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.